Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 246 mg/dl. Reportedly, there were air bubbles in the infusion set tubing. The customer changed the infusion set/cartridge and delivered a bolus.